Event description:
Additional information was received from a patient. The patient stated that the device was implanted for pain. The patient reiterated that he turned off his device in 2005 because he didn't think it was working. The patient stated that a manufacturer representative (rep) checked the device about a month or so ago and confirmed that the implantable neurostimulator (ins) still had a lot of battery left. The rep turned the device on for awhile but the patient stated that he could not feel anything; the device was programmed to activate every 4 minutes. The patient also stated that following the battery replacement in 2005, the "cable got wrapped up incorrectly"; the cable from his neck to his chest was twisted. The patient went back to the hospital so they could attempt to fix the twisted wire, but the patient stated that the device never worked after this. The inability to drive due to the patient not having feeling in his legs from a spinal cord injury was also reiterated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1991, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported their system had not worked in quite a while, (B)(6) 2005. It was mentioned that the implantable neurostimulator (ins) had never worked. The patient could not feel anything, had no feeling in the legs so they were unable to drive and had to take cabs. The wire kinked and was bulging out, it was turned like a s. The healthcare professional had tried putting it in place by twisting it while the patient was sitting in a chair and it had never worked after that. The patient had turned the device off and it had been turned off since failing the patient in (B)(6) 2005. Patient had seen a nurse in (B)(6) 2005; the nurse had not had a device to check it but thought the wire broke or malfunctioned. Patient might have a broken lead. The patient had a spinal injury and could not drive very far. The patient was losing bladder/bowel functions, could barely hold bladder. The patient had lost their magnet to turn their device on and off. It was noted that the patient currently lived on fentanyl, patches. Patient had arachnoiditis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.